Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Update to - during a remote follow up, high pacing impedance and inadequate capture which lead to post-paced t-wave oversensing was observed on the right ventricular (rv) lead. Lead maturation was suspected to be the cause of the electrical anomalies. The device was reprogrammed to resolve the event and the patient was in stable condition.